Manufacturer narrative:
(B)(4). Date sent: 7/25/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is meant by "made it impossible for the clips to be still?" After the cartridge was opened, it was seen that the clips can leave their seats too easily. Please provide more information regarding what that statement means. This situation prevents to use the clips properly.

Event description:
It was reported that during an unknown procedure, while the clips were taken by an applicator, they fell down and made it impossible for the clips to be still. In addition, the clips did not fully close. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. The product was discarded.